Event description:
It was reported that the patient coded multiple times on the morning of (B)(6) 2025. The patient was now on protek and right ventricular assist device (rvad). Log files were submitted for review and captured low flow events with flow noted as low as 0.7 liter per minute. These lower flows were associated with elevated pulsatility index (pi) values. It was noted that these values were not indicative of ingestion into the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
B2 - outcomes attributed to adverse - correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The report of suspected ingested thrombus could not be confirmed as no CT images were provided, and the patient remains ongoing on (B)(6). Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The submitted controller event log file contained events on (B)(6) 2025 from 08:46:20 to 11:18:11, per the timestamps. The log file captured numerous changes to the pump speed setting throughout the duration of the file. The log file also contained numerous low flow alarms in the setting of elevated pi. Additionally, the log file captured several low flow fault flags that were not active long enough to activate the low flow alarm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The customer requested a log file review to rule out an ingested thrombus. It was reported that the patient coded multiple times on the morning of (B)(6) 2025. The patient was put on protek and right ventricular assist device (rvad). Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure and pump thrombosis, that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management", lists thrombus as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Section 6 also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.